Manufacturer narrative:
H6. Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2206283 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2206283 for contamination. No retention samples for this batch were available. Four photos were received. Photo one shows one sleeve of plates (label lot 2206283) with contamination visible through the sleeve. Photo two shows one plate (ID or timestamp unreadable) with visible contamination. Photo three shows one sleeve of plates (label unreadable) with contamination visible through the sleeve. Photo four shows an open sleeve of plates with visible contamination and no visible ID. No return samples were received for investigation of this complaint. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: contaminated 10 pcs plates.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: contaminated 10 pcs plates.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.